Event description:
It was reported by the customer that a pyxis medstation es system remote manager did not show up on the storage recovery space, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager intermittently failed. A field service engineer applied conductive grease to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.